Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient(pt) called back confirming receipt of the replacement devices and reported receiving the message "software problem: 1_intellis, 2_3.6, 3_243, 4_gf_port." Agent instructed pt to plug the empty controller into the ac power supply, and pt confirmed that the controller powered on. Pt reinserted the battery pack (bp) and observed a green blinking light. Pt unlocked the controller and described the setup screen, after which the controller prompted connection of the recharger. Agent had pt connect the recharger, and pt reported the message "battery empty. Cannot continue. Recharge the controller." Agent advised pt to continue charging the controller until full and call back if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported a podiatrist used ultrasound. The patient had an appointment with their hcp for removal of lines and battery from spinal stimulator in february. The patient was waiting for removal of stimulator implants.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they received their replacement controller from sunmed and were calling to order the other components, as all have been lost.

Event description:
Additional information was received from a healthcare professional. It was reported that the surgery was postponed. X-rays to see placement of leads. Waiting on x-ray report. Patient previously returned external equipment. Trying to get returned so a rep can evaluate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports awhile back they had fell and hit the implant and felt a tear. Pt reports they were told they might have had tear part of their lead and stopped using the implantable neurostimulator (ins) as it was not working correctly.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their device stopped working quite a while ago and they sent the equipment back. When asked to clarify "device stopped working", patient said they couldn't adjust the device anymore, and gave event date as before last year. Agent asked, patient said they didn't know when the equipment was sent back, but said they would guess it was last year. Agent reviewed there was no previous record of patient calling and being told to send equipment back (other than a recharger replacement last year), and when asked, patient said they called "here" and then sent the equipment back. Patient said now they wanted to do an MRI of their foot tomorrow, but the MRI facility said they couldn't do it because patient's leads and implant were still in their body. Agent reviewed MRI information and redirected to healthcare provider/MRI tech regarding MRI and to have them call tech services with any questions they may have on MRI. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.